Event description:
It was reported that high voltage therapy was delivered due to noise on the lead. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.